Event description:
Lpn in (B)(6) medical center burn unit transferring pt from stretcher to bed using hovermatt single pt use and 2 - 3 additional staff. Felt a minor shoulder pull (no pain) when she went to reach hovermatt handle. Later in the day became an ache, no lost time, no physical restrictions at 2 days post. Now has physical restrictions as of this date, (B)(6) 2011. Medical followed and treated by (B)(6) department.

Manufacturer narrative:
(B)(6) stated in an e-mail: "I believe that the incident with the hovermatt was user error. I do not think it is a faulty equipment issue." The device was not removed from service. Since the hovermatt was not the cause of the incident, it was not returned to hovertech international for evaluation. We have been in communication with facility and have arranged for a re-training session on january 17, 2912 at the facility. A sales representative from d.t. Davis will be leading the training and emphasizing the correct ergonomics of using the hovermatt.